Event description:
Additional information received. Patient reported not getting therapy since early 2020. Pt wants to have the ins taken out. Patient stated that he noticed early 2020 it wasn't working pt verified he had multiple programming sessions done but that has not resolved the issue. Pt stated he had a lead revision done 2020 by (B)(6). That did not resolve the issue and pt did not like the way (B)(6) did the surgery. His skin kept wanting to ooze at the surgery site. The patient was redirected to their healthcare provider to further address the issue. Hcp reported/confirmed patient had lead revision done on (B)(6) 2021; pt came and saw the doctor in (B)(6) before that with some unspecified issues. The lead revision was for the left side. Nurse stated that was all the information available to her; any additional information will have to be requested from the records release department. She stated she will look for the faxes we sent and will respond to those if any further information is available.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the rep checked the logs in the report and the avg recharge time was less than 1.5hrs. Patient was mistaken on his recharge time. The lead revision surgery has not been scheduled. No actions needed at this time, awaiting the lead revision surgery to be scheduled. If the issue is present after the lead revision, we will resolve it then. However, the reporting from clinician programmer shows an avg charge time of less than 1.5 hrs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep saw the patient today and the patient had 4 electrodes showing as red x's for impedance results. The patient had been programmed on some of these electrodes and was experiencing settings not avail message on his controller. Technical services (tss) reviewed this would be expected in presence of high impedences. The patient had not had a change in therapy though per se. They were planning a lead revision in the near future due to high impedences. During the appointment the patient also noted that their recharge sessions were taking longer. The patient said it took them 3 hours to charge his ins. The rep was troubleshooting the patient's impedance issue so didn't look at any recharge stats in the clinician app. Tss reviewed doing further troubleshooting around recharging after the revision was done.